Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 18g x 1.16in (1.3 x 30 mm) insyte autoguard bc experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black smear attached.

Event description:
It was reported that the 18g x 1.16in (1.3 x 30 mm) insyte autoguard bc experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black smear attached.

Manufacturer narrative:
H.6. Investigation: bd received an unused 18 gauge insyte autoguard blood control unit from lot 8304587 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found. Our quality engineer visually inspected the returned unit and observed black specks on the safety barrel. The unit was received in its original sealed packaging. The specks were identified to be burnt particulate resin from the manufacturing process. Based off the visual inspection the engineer was able to verify the reported defect. The burnt resin was embedded into the mold of the safety barrel. The engineer determined that this occurred during the molding process. The unit was exposed to an extended period of time in the mold causing the observed defect. H3 other text : see h.10.